Manufacturer narrative:
An investigation is currently underway. Upon completion of the investigation, results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer noticed a leak on the tube on the venous branch under the clamp. The hole was very small. Blood was leaking out slowly, drop by drop. The dialysis was ineffective and the catheter had to be changed.